Event description:
Attorney alleges the following: the patient underwent a "stage I interstim placement" on (B)(6)2008. As the interstim "did not control" the patient's "urinary urgency and frequency," a "s3 lead" explantation occurred on (B)(6)2008. The extension and lead were removed upon explant. According to the operative report, "on examination, the tip of the lead at all times was missing from the removed lead." Further, the "lead was not found" when "the path of the explanted lead was probed." An x-ray "revealed the tip of the lead remained" in the patient. No further patient symptoms, details or outcome was provided. Additional information will be reported as a follow-up.

Manufacturer narrative:
(B)(4)